Manufacturer narrative:
(B)(4). The cause was unable to be determined. To address this issue, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml intravia empty container leaked from the bag seam. The reporter stated that the bag had been filled and shipped to one of their customers, who noticed the leak. The customer shipped the bag back to the reporter, who then squeezed the bag and noticed ¿bubbles coming from the seam of the bag near the administration port.¿ this occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection, functional testing, and pressure testing were performed. The pressure test was done by connecting the set to a pressure gauge and submerging underwater. Air was observed between the intravia empty container and the membrane tube assembly. The device failed functional testing and pressure testing. Initial evaluation confirmed the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.